Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. At this time, the rv lead remains in service. No additional adverse patient effects were reported.